Manufacturer narrative:
(B)(4). Mechanical (g04) - drill. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a primary hip procedure, two drill bits fractured while drilling for acetabular screws in a multihole acetabular shell, and when the second fractured, the tip remained in the patient. The patient had a retained drill tip. Attempts have been made and no further information has been provided.